Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this right ventricular lead dislodged. Further investigation learned the lead had displaced due to device migration of significant location changes. During surgical intervention, the lead was removed and replaced with no reported complications. The lead has been returned; analysis ongoing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection confirmed a complete lead with cuts observed on the lead insulation. Blood and body fluid were noted on the helix housing and the helix was extended with entwined tissue but was undamaged. Resistance tests were completed to assess electrical performance and integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead dislodged. Further investigation learned the lead had displaced due to device migration of significant location changes. During surgical intervention, the lead was removed and replaced with no reported complications. The lead has been returned for a post explant analysis.